Manufacturer narrative:
Section d6b: explant date: not applicable, as lens remains implanted. Section e1: telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that there was a scratch on the surface of the optic of the preloaded monofocal intraocular lens (iol). The scratch was about 1/4 of the total length of the lens and it looked like peeling off of the front surface of the lens in a crescent shape. The patient's visual acuity on the day after surgery was around 0.8 without any problem. The account indicated that a replacement was not necessary. No patient injury was reported. No medical intervention was required. Through follow-up, we learned that the tip of the cartridge did not present any changes. The physician set the device and used balanced salt solution (bss) from a different manufacturer. The bss was used at room temperature. There was no resistance handling the device and the plunger was only left locked for about 30 seconds. The account also indicated that the physician turned the plunger for the first time. The account clarified that there was a crack inside the lens and not a scratch. No further information was provided.

Manufacturer narrative:
Additional information: section h3, device evaluated by manufacturer? Yes. Device evaluation: a blu-ray disc was received. No handpiece or lens was received. The video provided by the customer was evaluated. The pictures represented screen captures from a 15 min 42 sec video. The video showed a cataract removal through phacoemulsification and the implantation of an intraocular lens claimed to be a tecnis monofocal optiblue preloaded in the simplicity delivery system model dcb00v. A crack like mark with triangular shape located in the lens optical center was observed. Due to the mark location it is possible to cause some visual distortions/disturbances in the event the lens remains implanted; however, the definitive clinical impact and the incident root cause cannot be determined per a video/ photograph assessment. The complaint issue "lens damaged" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. ¿ all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.